Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 a 2.50x12mm xience alpine stent and a 2.75x28mm xience alpine stent were implanted. On (B)(6) 2018 the patient was re-admitted for cirrhosis with ascites and other cardiovascular symptoms. The type of intervention was not reported and final patient outcome is unknown. No additional information was provided.